Event description:
It was reported by a ventricle assist device (vad) engineer that they had to do an emergent controller exchange on a patient because the pump stopped during a battery change. The battery that was attached read a full charge. The vad site exchanged controllers and replaced the battery. There was no reported consequence or impact to the patient due to this event. No additional information was provided

Manufacturer narrative:
The controller and battery were returned on (B)(4) 2014. (B)(4). IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction on visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. The steps for exchange of batteries and controllers are outlined. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the occurrence of a vad stopped alarm on the reported event date. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the battery revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of cell pair #4 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 v. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is early depletion of cell pair #4, which likely contributed to the event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient manual discusses how to handle emergencies.